Manufacturer narrative:
Internal report reference number: (B)(4). Incorrect meter was returned for evaluation; unable to test. Test strips were returned for evaluation; defect was detected: lo readings. Root cause: rc-061: storage outside specifications, rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call on 6-nov-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially called to set time/date on meter and to perform blood test. During the call a back to back blood test was performed by the customer and produced test results of lo. The customer¿s expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (stored in the kitchen). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.